Event description:
After the patient had been intubated for six to twelve hours there was air leakage and they discovered that the cuff could not be inflated. Endotracheal tube was replaced. No patient injury reported.